Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula was broken while using bd insyte¿ autoguard¿ bc shielded IV catheter. This event occurred 2 times. The following information was provided by the initial reporter: while patient was having p.r.n. IV medication, it was noted that tegaderm and micropore which fixing the angiocath was loosen. While removing the old tegaderm of angiocath on patient's right hand, the cannula of the angiocath was already broken and not connected to the angiocath properly.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one damage catheter and an empty container. A microscopic inspection of the catheter was performed. The two pieces were observed to partially match up however a piece of the catheter tubing has a steep angle on one side of the adapter piece that does not match up to the tip end of the catheter. The cross sections were also microscopically inspected. Upon inspection of the cross-section striations were found indicating that the catheter tubing was most likely cut. The portion of the catheter tubing with the steep angle was observed to have an uneven, rough surface indicating that it was likely torn away. The reported issue of the catheter being broken was confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. The investigation results indicate that the defect likely occurred while removing the tegaderm and micropore dressing as if the catheter was already separated the angiocath would be leak severely while indwelling. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the cannula was broken while using bd insyte¿ autoguard¿ bc shielded IV catheter. This event occurred 2 times. The following information was provided by the initial reporter: while patient was having p.r.n. IV medication, it was noted that tegaderm and micropore which fixing the angiocath was loosen. While removing the old tegaderm of angiocath on patient's right hand, the cannula of the angiocath was already broken and not connected to the angiocath properly.